Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the rv (right ventricular) defibrillation coil was flexed. It was also noted that the outer insulation had an abrasion.

Event description:
It was reported that the right ventricular high voltage coil impedance was high and varying. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 3830, implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular high voltage coil impedance was high and varying. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular high voltage coil impedance was high and varying. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product performance information was received, analyzed, and resistance/impedance increase was noted. The weekly pace impedance trend data shows various spike increases for maximum defibrillation active can as impedance was 61 to 246 ohms between (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.